Manufacturer narrative:
Stryker has requested the return of the device to be evaluated. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device does not deliver a shock during testing. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report that their device does not deliver a shock during testing. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was evaluated by stryker and it was observed that the magnet was missing from the lid of the device. Root cause of the missing magnet is determined to be the bent / stretched magnet retaining clips. The technician could not duplicate the issue of the device not shocking. The issue could be verified through review of device data. During testing, the device had a delayed charge time of greater than 30 seconds. Root cause of the device not shocking and the delayed charge time could not be determined. The device was archived by stryker and the customer received a replacement.